Manufacturer narrative:
The system instructions for use warnings state: for safe effective use of the implant, the surgeon must be thoroughly familiar with the surgical technique for the device, implant, and associated instruments. Potential ijs-e construct failures such as stress fractures of the bones, loosening of the construct, instability, delayed soft tissue healing, soft tissue irritation, or incomplete healing may occur as a result of non-compliance to post-operative rehabilitation, excessive elbow activities or construct overloading. During revision, a longer axis pin was used. Procedure was successfully completed and no problems have been identified from the revision surgery. As per physician feedback the pin backing out was due to the muscular size of the patient.

Event description:
Axis pin backed out post-operatively.